Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with gradual control foot pedal. The customer states that while priming the tumescent infiltration pump for a procedure,t he foot pedal had a continuous flow. The clinician had issues controlling the fluid being infiltrated through the pump.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.